Manufacturer narrative:
(B)(4). Date sent: 2/25/2021. D4: batch # u5eh6j. H6: component code: mechanical(g04). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60w reload present. The reload was received partially fired 1/3 and with damaged noted on the reload notches and pan damaged proximal side left. This damage in consistent with an attempt to load the reload on the device. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned reload unit cannot be forcibly installed into the channel, no functional test was performed as the reload could not be loaded acceptable into the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. Additional evaluation of the device revealed that the cause of the high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process. The device opened without any difficulties noted, the knife reverse button worked properly during testing.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastric bypass procedure that the surgeon was firing a white reload on the jj anastomosis and the knife blade and staples deployed about thirty percent. The knife blade stopped advancing. The surgeon attempted to open but the stapler would not open. The surgeon attempted reverse but the device would not open. The surgeon then attempted manual override. The surgeon heard the lever click then cranked the lever, but the device still would not open. The surgeon then cut the device from the tissue. Another like device was used to complete the procedure. Once removed the tech was able to open the device on the back table. There were no adverse consequences for the patient.